Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: premature, stent deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation of the xpert stent delivery system, the stent fully deployed outside the pt anatomy. Reportedly, there was no pt involvement. Though requested, no additional info was available.